Manufacturer narrative:
(B)(4): it was reported that the patient had surgery on (B)(6) 2008, she had a spinal cord stimulator implanted for ongoing vaginal pelvic and rectal pain. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent surgery to treat vault prolapse and rectocele on (B)(6) 2004 and gmesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues, and she underwent surgical extraction of the mesh on (B)(6) 2006 at (B)(6) university (B)(6) center, due to erosion. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative:the patient underwent a gynecological procedure for vault prolapse, rectocele and a mesh was implanted. It was reported that due to pain, bleeding, urinary disturbance, and dyspareunia, patient underwent mesh removal on (B)(6) 2006 (B)(4) - dyspareunia; urinary disturbance.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.